Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a vascular diagnosis procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing the log, it has been identified that during x-ray tests, the following error message appears, low load fluoro flavor selected and tube anode problem. As part of the troubleshooting process, fse found a short circuit in the rotor control, causing noise and improper anode rotation. To resolve the issue, fse replaced the rotor control. After replacing the rotor control, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a tube anode problem, which could impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.